Event description:
I was injected with essure on (B)(6) 2013 at the in office doctors visit. I had excruciating pain that shot through my organs. I was crying and then laughing to try and stop the pain because I was being told relax just breath! I started bleeding that night... And did not stop bleeding until (B)(6) 2013 (three days after my bilateral salpingectomy) I gained 40 pounds, I was extremely fatigued, I could not move without shooting stabbing pains in my ovary areas. I had severe headaches, hair loss, I called off work due to the debilitating pain all the time. (B)(4).